Event description:
It was reported by repair work order that there was fluid intrusion in the mattress bladders. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Conclusion - mattress cover disposed of and mattress bladder to be replaced.